Manufacturer narrative:
Per the reported information, it is unknown which (navien, marathon, apollo) catheter caused the reported event. The device was not returned for analysis. Attempts to gather additional information has been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Vessel damage (perforation) is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective or that it malfunctioned, but rather a procedure related event. Per our devices instructions for use (IFU); never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information through review of ¿transvenous curative embolization of cerebral arteriovenous malformations: a prospective cohort study¿. After the last embolization session, 3 cases had significant disability mrs > 3. Procedure-related complications were documented in 2 cases. 1 patient with a cortical ruptured avm who had a subarachnoid hemorrhage secondary to microcatheter perforation during cortical venous navigation, without clinical consequences. Ancillary devices: onyx, navien, marathon, apollo, mirage. The mean patient age was 37.7 yr (range, 18-69 yr) and 55%were female.